Event description:
It was reported that physician implanted the valved graft. Prior to the pt being removed from bypass, the valved graft was tested and the physician noticed a leak. Upon closer examination, it appeared the conduit was separated from the sewing cuff. The device was removed and replaced with another device (unk model at this time). The physician stated he could have picked up and cut a suture while implanting. There were no reported adverse consequences to the pt. Add'l info received 09/11/2009, stated the procedure required increased cross clamp time.